Event description:
A tandem mobi cartridge alarm was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer followed prompts to remove and load cartridges as instructed, and tandem technical support confirmed the alarm and decided to replace the pump. No further technical support was required.